Manufacturer narrative:
(B)(4). Batch # p55030. The analysis found that one pse60a device was returned with the anvil bent upwards and with the manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. A gst60w cartridge reload was received fully fired. No functional test was performed due the condition of the device. The anvil pocket area was deformed on one side of the knife slot from the knife blade assembly e-beam attempting to pull the jaws closed to the gap setting. One of the knife wings was broken off as a result of the pull through. This type of damage can only be replicated when the device is clamped on tissue thicker than indicated or tissue that does not easily compress to the indicated range for the selected cartridge. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at (B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during a laparoscopic colon procedure the device fired completely, but the jaws would not open completely, nor would the device straighten out in order to remove it from the trocar. The jaws did open enough to remove it from the tissue. The surgeon had to remove the device along with the trocar. The reverse button was also noticed to be loose and would not work. The procedure was completed using an ats45. There were no patient consequences reported.